Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the battery compartment was cracked in two places: below the bumper pad and between the bumper pad and the top. There was a battery compartment leak, and evidence of moisture corrosion in the battery compartment. Unrelated to the battery compartment, the display screen was dim and discolored. The battery cap threads were stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.